Event description:
It was reported that while attempting to treat a heavily calcified lesion in the proximal lad, the stent delivery system (sds) was advanced to the lesion without resistance and the stent was deployed at 10atm. The stent delivery system was unable to be removed from the patient after deployment, and the patient was sent to surgery for stent delivery system removal. The patient is recovering from surgery and is reported to be doing well.